Manufacturer narrative:
In previous report evaluation results code grid, conclusion code grid had given wrongly given. In this report evaluation results code grid, conclusion code grid, report source had been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and/or headache, nausea / vomiting, lung disease, heart failure due to cardiac sarcoidosis, cardiomyopathy, ventricular tachycardia. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The device was scrapped. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, the manufacturer incorrectly captured box b: b5 verbiage. The following correction has been corrected in this report. B5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and/or headache, nausea / vomiting, lung disease, heart failure due to cardiac sarcoidosis, cardiomyopathy, ventricular tachycardia. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box b: b5 verbiage has been corrected.